Manufacturer narrative:
An event regarding closed reduction for disassociation involving a adm liner was reported. The event was confirmed by medical review. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided medical records and/or x-rays by a clinical consultant indicated: x-ray printouts available for review include a series dated (B)(6) 2019, which is an ap of the right hip, demonstrating a hybrid right total hip arthroplasty. The stem and acetabular shell are in nominal position. A small head appears dislocated from the mdm/adm acetabular bearing. The persistent instability of the right total hip arthroplasty since the original surgery for a fractured femoral neck suggests impingement at the extremes of motion and/or malposition of one or both hip components. No imaging studies available, including a lateral, can confirm the version of the components. There is no evidence this clinical situation was related to factors associated with implant design, manufacturing or materials. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including imaging studies, including a lateral, and return of the device are needed to fully investigate the event. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
This pi is for the closed reduction of the patient's right hip on (B)(6) 2019. As part of the documents provided for a revision of patient's right hip on (B)(6) 2019, a discharge summary indicates a closed reduction was performed on the patient's right hip for dislocation on (B)(6) 2019. It is not reported which device(s) dislocated or disassociated. Update: as per medical review of x-rays series dated (B)(6) 2019 - "a small head appears dislocated from the mdm/adm acetabular bearing."